Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is broken. No patient involvement reported.

Manufacturer narrative:
Bad (B)(6) 2016: device evaluation & resolution and disposition: the manufacturer's field service engineer duplicated the reported problem and replaced the backup battery. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.